Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient did not have pain, but they were on antibiotics that were ¿subscribed¿ by their healthcare provider. On 2017-may-16, it was reported that they had to get up at night to void, which was unusual since they used a ¿cpak¿ machine. The trial started on (B)(6) 2017. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.